Manufacturer narrative:
(B)(4):the device associated with this report was not returned. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. Review of the device history records and/or a lot specific complaint database search was not possible as the product lot code required was not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Conclusion and justification status for MDR: the device associated with this report was not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised to address a fractured patella. It was noted, patient is a carpenter and kneels constantly.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The patient's medical records were received. Medical records were reviewed for MDR reportability. The medical records indicate the patient felt a pop with pain and an inability to ambulate properly. The patient was also experiencing crepitus, joint instability, limping, and weakness. Upon entering the joint, slightly bloody synovial fluid was present along with synovitis and metallosis. The patellar polyethylene was in two pieces in the suprapatellar pouch. It had worn through and split down the middle leaving the metallic backing solidly fixed to the bone. At this time the patient's femoral component is being added to the complaint and reported and the part/lot information for the patellar component is being updated.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.